Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. However, he confirmed if gold contacts on the scopes were wiped down with 70% isopropyl alcohol and a lint-free cloth. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had intermittent e315 incompatible scope error. The issue was identified during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.